Event description:
On 06/23/2009, covidien was notified by a customer that they had encountered difficulty when removing a covidien PICC catheter. The catheter was inserted on (B) (6) 2009, in the right superficial saphenous at the ankle and was advanced to t12 without difficulty. The neonatologist attempted to remove the device on (B) (6) 2009; the catheter was reportedly able to be pulled back to l2. A conservative amount of traction was placed on the catheter to try to complete the removal, but was unsuccessful. The patient was taken to the or for a cut-down procedure to complete the removal of the device. The first cut-down was completed at the ankle which allowed the catheter to be mobilized but the physician was still unable to remove the device. A second cut-down was performed near the groin again allowing for mobilization of the device. With steady, gradual tension, the catheter was able to be extracted. When the device was removed it was noted that there appeared to be a solidified precipitate attached to the catheter.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.